Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. There were no visual or functional abnormalities observed during product analysis. A review of the device history record (DHR) indicates the product was released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open wedge resection, while resecting the part of a lung, the stapler did not fire at all, the pusher thumb didn't make any move. The operator decided to take another device to complete the case. There was no patient injury.